Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It is to be noted that this event is reported via tvt registry. The device was not returned for evaluation as there was no allegation of device malfunction. Retroperitoneal bleed is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The source and possible contributing factors for the retroperitoneal bleeding could not be confirmed, however this type of complication is typically related to puncture technique for initial arterial access. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, regarding a transcaval case and successful deployment of the 26mm sapien 3 valve in the native aortic position. After deployment, the patient's pressure dropped and it seemed as if the patient had too much anesthesia. According to the hospital, the patient never left the table as it was discovered that her belly was filled with blood from a retroperitoneal bleed. The patient expired on the table. It is unknown if there was an aortic rupture or ivc rupture as an autopsy was not performed. There were no edwards device malfunctions and the valve was working well after implant.